Event description:
The reporter stated that an inflammatory response has been observed post-operatively in cerebrovascular bypass surgery patients in whom the product was used. The bypass was considered to be narrowed. Integra has requested, in writing, additional information from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated, based upon the reported information.